Manufacturer narrative:
Unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an error code 46828. This issue was not related to physical damage or abuse. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found no physical damage. There was no applicable evidence in the event history log. Functional testing was able to duplicate the issue. It was determined that the corrupted software was the root cause and was reinstalled. The service history review had no indication that the complaint was related to a service of the device within the review period.